Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed a system interface board (sib) post-failure. Upon functional testing, the engineer found that sib was not initializing and was not allowing the system to boot. To resolve the issue, the customer ordered and replaced parts. The system was serviced by a third-party company. After the replacement of parts, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup, stalling at 00:00. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.